Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient indicated that she felt stimulation in the wrong location. It was noted that the patient had a fall, but details about this fall were not known. Imaging was performed, and it was determined that the lead moved 'a bit'. It was further noted that a revision would be performed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed that there was lead migration and the cause of the event was a fall. There were no impedance readings. Lead revision was done, and the result was good stimulation in left leg to foot, inconsistent stimulation in right leg to foot. Symptoms associated with the event include a loss of stimulation. The patient outcome was noted as no injury.

Manufacturer narrative:
Product ID 3776-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 3776-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 37092, lot# 277160001, serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).